Event description:
It was reported that two instruments were received for inspection following a complaint that a screw driver tip broke as the physician tried to unwind it during a procedure.

Manufacturer narrative:
Visual inspection of the x15 driver lot no: gm3454203 was conducted which revealed that the distal portion of the tip was broken. The second half of the tip was not returned for evaluation. The device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the x15 modular driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the x15 modular driver was conducted on the specific code from the complaint as a device family does not exist for this instrument. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. (B)(4). The root cause cannot be positively determined, however fracture analysis results indicated a quasi-torsional shear failure starting at the hexlobes and extending around the center of the shaft. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.